Manufacturer narrative:
Device has not been returned to 3m for analysis. 3m is unable to verify the leak and root cause without the sample. Based on the photos provided, a likely cause is incorrect use of the ranger system and 145 pressure infusor. The photo provided depicts the spikes inside of the pressurized 145 unit with the tubing pinched in the cover door of the pressure infusor. The operators¿ manual states the following: "slide fluid bag to the bottom of the pressure infusor ensuring bag is completely inside the metal fingers. Note: ensure solution bag port and spike hang below the pressure infusor fingers." Incorrect setup results in blocked fluid flow and excessive pressure to the spike-tubing connection resulting in fluid leak. Device history review did not identify any nonconformance related to spikes in the reported lot. There has been no change in trending for customer misuse. 3m will continue to monitor.

Event description:
It was reported on three occasions 3m¿ ranger¿ blood/fluid warming high flow set leaked during use at the connection of the spike and tubing. They are unsure if the user pulled on the tubing itself or disconnected the tubing by pulling on the spike. During these occasions the spike-tubing disconnected or the tubing leaks at this location. No injuries or medical interventions were required due to the alleged malfunction.